Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. Samples were sent by the customer to analysis, but without batch number information it was not possible to perform a deep investigation and determine the root cause. It was received one sample from customer to analysis and no manufacturing process defect was found. Based on the samples analysis it was not possible reproduce and identify the root cause for the defect informed. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. This sample came without batch and catalogue number information, besides that, we didn´t find the defect. DHR review: the batch number was not informed, not being possible performing the DHR review. Qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. Conclusion: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. Samples were sent by the customer to analysis, but without batch number information it was not possible to perform a deep investigation and determine the root cause. Based on the samples analysis it was not possible reproduce and identify the root cause for the defect informed. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause description: based on the samples analysis it was not possible reproduce and identify the root cause for the defect informed. Rationale: based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the barrel on a bd plastipak¿ luer-lok¿ syringe is damaged. It seems that the barrel has a hole. There was no report of exposure, serious injury or medical intervention.